Event description:
It was reported that the intermittent noise was observed on the lead. The capture threshold had increased slightly since implant and sensing was varied. The device was checked again and it was found to be working properly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.